Event description:
As part of ameda, inc's quality mgmt system activities, a review of historical complaints was conducted. It was determined that this complaint should have been reported to FDA. Customer contact ameda, inc to report the purely yours breast pump she uses has experienced low suction despite replacing many of the pump pieces. Low suction has resulted in decreased milk output and then mastitis due to milk stasis in the breasts. Customer contacted her health care provider and was prescribed an oral antibiotic to treat the breast infection.

Manufacturer narrative:
Returned motor unit was tested at several different speeds and suction levels. All vacuum measurements were within specification. The allegation was not repeated and no evidence of malfunction was observed.